Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97755-s lot# serial# (B)(6). Product type recharger product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 97755-s, serial/lot #: (B)(6), g2. Foreign: canada medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that error code rm03 occurred, and charging was intermittent. The patient has had these devices since 2019 and never replaced them. The battery pack was removed several times and re-set. The recharger cords' were also getting hot for two rechargers. Replacement controller / and recharger were requested, and no patient harm was reported. Additional information was received regarding the initial allegations. The patient has two devices; upper and lower. Rm03 occurred, and they both get very hot on the cord. The battery packs were removed and one will not hold a charge.